Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an underinfusion occurred during use of an infusor lv (large volume) 5 ml. The device had been filled with fluorouracil. It was further reported that the rate and pumping time of the chemotherapy pump was incorrect (more than 48 hours, nearly 56 hours to complete). It was stated the doctor adjusted the dose of fluorouracil solvent from the original dose of 240 ml to the adjusted dose was 220 ml. There was no patient injury or medical intervention associated with this event. No additional information is available.